Manufacturer narrative:
The insulin pump was received with a cracked case (battery tube), cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap, test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had retainer ring was broken, a bit has chipped off, been struggling for couple of days to have her blood glucose down. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.